Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Reportedly, the customer will also contact the healthcare provider to obtain alternate insulin therapy if needed. There was no reported adverse impact to the customer¿s blood glucose level.